Manufacturer narrative:
Correction: report type of previous report should have been "serious injury" and not "malfunction".

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that their aveir leadless pacemaker (lp) exhibited an increase in capture threshold resulting in loss of capture, and pacing impedance significantly increased. Microdislodgement was suspected. The lp was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture, high impedance, and device dislodgment were unconfirmed. Final analysis did not find any anomalies. Analysis returned normal.